Event description:
Device malfunction: balloon rupture and detachment. Time of malfunction: during the procedure. Symptoms/ae: balloon material surgically removed. It was reported that during an interventional procedure for abdominal aortic artery graft restenosis in the area of the common femoral and external iliac arteries, the agiltrac balloon was inflated multiple times. During the final inflation the balloon ruptured at 16 atmospheres, above rated burst pressure. The catheter was forcefully removed and balloon material, including markers, remained in the artery. A cut down was performed and the balloon material was removed. The patient remained in the hospital for an additional day. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
Eval summary: the returned agiltrac .035" catheter's balloon material was torn and detached from the catheter distal of the proximal balloon seal. The proximal seal was intact and the balloon tear at the seal was jagged. There was a longitudinal rupture in the entire length of the detached balloon. There was a radial rupture or tear on the distal end and a radial tear on the proximal end of the detached balloon. The distal half of the detached balloon, tip, and marker bands were not returned. The inner member was torn and detached distal to the inflation notch. The inner member tear edges were stretched and jagged and the distal end of the inner member was stretched and bunched (accordion shaped). This is typical for a catheter that became stuck on a guide wire (due to sticky blood, overlapping guide wire coils, etc). As the guide wire is pulled the catheter's guide wire lumen can bunch. The separation of both the distal and proximal marker bands was due to the stretching of the guide wire lumen, reducing the outside dimension which separates the band from the glue, allowing the bands to separate. There was marker band adhesive present on the inner member which indicates the bands were appropriately attached. The instructions for use, page 3, "warnings" warns the user not to exceed rated burst pressure (rbp). The label states that the balloon's rbp is 8 atmospheres (atm). Reportedly, the user exceeded the labeled rbp by inflating the agiltrac .035" to 16 atm (twice the rbp) and after the balloon ruptured the catheter was forcibly removed. If resistance is felt the catheter should be removed as one unit, the guiding catheter/introducer sheath, and guide wire. During removal of the ruptured balloon, the balloon may have caught on another device or calcification, resulting in a tensile over load on the distal portion of the shaft, resulting in a total separation as observed by the torn balloon and inner member's jagged edges. The device lot history record was reviewed and no non-conformities were identified. A review of the absolute reliability engineering online testing shows that the destructive distal outer member tensile testing far exceeded the product specification and that the balloon rupture testing also exceeded the product specification. No manufacturing issues were observed. The root cause of this event is user error.